Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed two other similar product complaint(s) from this serial number.

Event description:
Per tm, the staff has tried 3 units and all 3 are showing a different location on the screen vs. What the ECG is showing and what post-insertion x-rays are showing for tip location. This report is for the third of three events reported.